Manufacturer narrative:
The customer¿s report of IV tubing set had a hole and was sucking air into the line was confirmed due to a slice/cut in the tubing. Functional testing observed air entering IV tubing during infusion as reported by the customer. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a cut/slice on the vinyl tubing at 8 inches above the distal smartsite inlet port near the male luer. No other damages or anomalies were observed throughout the set. Fluid was observed to be leaking from the cut tubing. Functional testing was performed by spiking the primary set to one lab IV bag filled with blue dye water and by allowing fluid to flow through the whole set by gravity. The set leaked from the tubing cut that was observed during visual inspection. No other leaks were observed throughout the set. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. The root cause of the cut was not identified.

Event description:
It was reported that during an infusion of propofol 250ml the IV tubing set had a hole and was sucking air into the line. The line was primed and hooked up to the patient, when the pump was started, there was no apparent air in the line. However, when the propofol tubing was checked, it was discovered there was air in the tubing just above where it connected to the patient's cvc. The air was pulled out with a syringe and never reached the patient. There was no patient impact.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an infusion of propofol 250 ml the IV tubing set had a hole and was sucking air into the line. The line was primed and hooked up to the patient, when the pump was started, there was no apparent air in the line. However, when the propofol tubing was checked, it was discovered there was air in the tubing just above where it connected to the patient's cvc. The air was pulled out with a syringe and never reached the patient. There was no patient impact.